Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) and the healthcare professional (hcp): the cause of the por (power on reset) was unknown at this time, the physician was going to call to discuss. The por was resolved, device is working fine as confirmed by hcp. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the patient¿s battery showed okay rather than a range for longevity. Technical services reviewed with caller that once the implant has a por condition the battery will give ok, low or eos message. The date of the event was unknown. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) and the healthcare professional (hcp): the cause of the por (power on reset) was unknown at this time, possibly was too close to a medical machine. The por was resolved in the office and the patient is doing well. No further complications were reported or are anticipated.